Manufacturer narrative:
Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3487a-33, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said they felt "shocking on and off for a few weeks." The patient noted they had a broken lead. The patient was redirected to their healthcare provider to further address the issue.